Event description:
It was reported that since implant there has not been any data collected on the device. It was found that implant detect was not completed due to the atrial port being plugged. The device was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.